Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported tip of the cutter did not move during cataract/vitrectomy combination procedure. The condition of aspirating was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative that inner cutter didn't actuate.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe needle was not bent; however, the inner cutter was observed to be bent in two places. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation also indicates the probe had a cut failure. The most likely root cause for the actuation and cut failures is the observed bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft. How and when the inner cutter became bent cannot be determined from this evaluation; however, a manufacturing related root cause could not be ruled out. An investigation photo of the bent inner cutter observed on the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Since, the exact root cause of the bent inner cutter could not be determined from this evaluation, no further action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).